Manufacturer narrative:
It was reported that, sensicare gloves ripped when pulled from box and/or had holes in them upon removal from box. The gloves have changed in recent months. They are a "silk" version and they are terrible. They are breaking every shift I work almost. Every shift I work I have asked others or heard others also stating this. Staff does not want to and should not have to take the time to keep ers-ing this. This is the single most important part of reduction in spreading infection and keeping staff safe, aside from hand hygiene. We are leaping back in time with an issue such, not addressing and taking this seriously. Today during a full code brown bed change and wound care a tech and myself had gloves break. It is primarily the wrists, but occasionally a fingertip and today it was both of our fingertips. If I hadn't noticed, the tech would have had bare fingers in stool. This is not acceptable. They are thin, flimsy, and breaking. They also feel stickier when soiled. What if a fingertip comes off in a pt, such as when giving a suppository? It is not a certain size or box. It is consistently since prior to christmas. Her gloves were large, mine a medium, and a fellow nurse that wears large because we don't stock xl frequently and conveniently, stated it happens even more in their case. There were no reports of death, serious injury, medical intervention, or follow up care.

Event description:
It was reported that, sensicare gloves ripped when pulled from box and/or had holes in them upon removal from box.